Event description:
Ventilator malfunctioned.

Manufacturer narrative:
Upon entering the pt room, therapist noticed a white screen and alarm on the ventilator. Pt removed from ventilator. Hosp biomedical tech, sending ventilator to hamilton medical for eval. This report shall remain open until further info is available.